Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was visible behind the display. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was observed throughout the inside of the pump.